Event description:
One-hour post implant of a 25mm amplatzer pfo occluder, the patient had an acute hemopericardium with tamponade. Pericardiocentesis yielded 750cc of blood and a drain was left in place. A bedside echo was performed and revealed no large re-accumulation. The device was left implanted as the complication was successfully treated. The cardiac catheterization report explains that the cause was likely due to a perforation near the left atrial appendage from either the 8f amplatzer delivery system sheath and/or the amplatzer guidewire. According to the physician, the perforation will likely self seal so the patient will not need surgery.